Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the ball tipped guide wire broke during reaming for a humeral intramedullary nail. A piece of the guide wire, about a half inch in length, was unable to be retrieved and was left inside the patient. There was about 5-10 minutes delay. Operation was completed as planned. It was a primary surgery to repair humeral fracture."

Manufacturer narrative:
Evaluation revealed the guide wire to be the primary product. Detailed information about associated products e.g. Reamer and humeral nail was not available. No deviations found during review of the device history records. The guide wire was found broken at a length of approximately 782 mm. The broken off piece with the ball-tip was not returned because it was unable to be retrieved from the patient and left inside the patient. The breakage surface showed traces of a forced fracture. Most likely the guide wire tip was sheared off during reaming, maybe the guide wire tip was deformed (due to insertion into the marrow channel or it was pre-deformed by the user). A re-usage and / or pre-damaging during previous surgeries cannot be excluded. Carefully handling during reaming is recommended to avoid instrument damages. Furthermore it is not allowed to drill into metal parts. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. A more previse evaluation is not possible based on the given information.

Event description:
It was reported that the ball tipped guide wire broke during reaming for a humeral intramedullary nail. A piece of the guide wire, about a half inch in length, was unable to be retrieved and was left inside the patient. There was about 5-10 minutes delay. Operation was completed as planned. It was a primary surgery to repair humeral fracture."